Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon of the hospital was using the colorado needle, and during usage the colorado needle loosened out of the buckle. Due to this release of the heated equipment, the patient's upper lip was burned.

Manufacturer narrative:
Even the complained devices were not returned, the reported event could be confirmed based on pictures that illustrated the event. Based on statistical evaluation no indication for a manufacturing or material issue was found. The investigation performed revealed no deficiency concerning the design or the instruction for use and no adverse trend or unanticipated hazard was identified. In order to evaluate the functionally of the product r&d did an interface analysis. Without any tightening of the adapter chuck and the shaft of the needle there will be a transition fit. If the adapter is tightened a press fit is given and a significant force is necessary to remove / separate the needle from the adapter chuck. Corrective or preventive action is therefore not required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that the surgeon of the hospital was using the colorado needle, and during usage the colorado needle loosened out of the buckle. Due to this release of the heated equipment, the patient's upper lip was burned.